Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited intermittant ventricular oversensing of atrial pacing pulses. This oversensing resulted in intermittant pauses in ventricular pacing. No patient symptoms were reported. Technical services (ts) discussed increasing the cross chamber blanking period, or decreasing the ventricular sensitivity. The health care professional adjusted the ventricular sensitivity to less, which appeared to correct the issue. Ts recommended performing induction testing to ensure that vt/vf will still be sensed/detected. This recommendation will be discussed with the patient's physician.